Manufacturer narrative:
Investigation: customer returned a photo of a u500 insulin syringe. Customer states that when drawing up and recapping u-500 insulin syringes, it is quite easy to redirect the needle tip to pierce the outer cap leading to a needle stick. The attached photo was examined and exhibited the cannula through the shield, exposing the cannula, which could lead to a needle stick. Unable to perform DHR check for cannula through shield (reshield) and needle stick (after use) due to unknown lot number. Bd was able to duplicate or confirm the customer¿s indicated failure. As per customer, this issue occurred when reshielding the syringe.

Event description:
It was reported that an unspecified number of 0.5ml 31g x 6mm u-500 insulin syringe experienced the needle piercing through the cap/shield. The following information was provided by the initial reporter: material no.: 326730 batch no.: unknown. It was reported that when recapping the needle, it is easy to redirect the needle tip to pierce the outer cap leading to a needle stick. Verbatim: when drawing up and recapping u-500 insulin syringes, it is quite easy to redirect the needle tip to pierce the outer cap leading to a needle stick.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 0.5ml 31g x 6mm u-500 insulin syringe experienced the needle piercing through the cap/shield. The following information was provided by the initial reporter: material no.: 326730, batch no.: unknown. It was reported that when recapping the needle, it is easy to redirect the needle tip to pierce the outer cap leading to a needle stick. Verbatim: when drawing up and recapping u-500 insulin syringes, it is quite easy to redirect the needle tip to pierce the outer cap leading to a needle stick.